Manufacturer narrative:
Date of event: unknown. Date received by manufacturer is used for this field. Device expiration date: this device does not have an expiration date. Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6089614. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure.

Event description:
The customer states the patient end of her pen needle broke off as she was giving herself an abdominal injection. She went to the ER where an x-ray was done to visualize the location of the needle. The needle was not detected on x-ray. The customer states the doctor in the emergency room told her there was no further medical attention necessary unless she has any difficulty at the needle break off site. The emergency room doctor said the broken pen needle should work its way out of the customer's skin. The customer states she does not reuse.